Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint device was received for evaluation. The device passed external visual inspection. The receiver was able to boot and charge. The receiver data log was downloaded and a reboot receiver- error recovery followed by "screen recoverable error alarm" was observed. The receiver passed all relevant functional testing. The complaint was confirmed as it was determined that the receiver initialized without a manual restart. A root cause was unable to be determined.